Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise resulting in inappropriate shocks. An insulation anomaly was noted. The lead was capped and replaced. The patient recovered well following the procedure.